Event description:
It was reported to philips that the battery ((B)(4)) for the device was not holding charge. The issue was discovered while the battery was being placed on the charger prior to use. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 code to reflect component returned and evaluated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery ((B)(6)) for the device was not holding charge. The issue was discovered while the battery was being placed on the charger prior to use. There was no reported patient or user involvement and no adverse patient/user impact. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device subsequently failed to power up. During functional testing, the unit displayed ¿external power interrupted¿ and ¿shutting down now¿ messages accompanied by an error tone. The battery was then inserted in a cadex charger, but the charger was unable to recognize the battery and an error code was prompted (¿fail 160- bad fuse or driver¿). Troubleshooting of the component verified that the battery would not charge in either the mrx or the cadex charger. Upon conclusion of the analysis, the reported problem was verified and it was confirmed that the battery was defective.